Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when implanting the right ventricular (rv) lead the physician didn't like the position of the lead and moved it. When it was moved to the new location there was no capture at maximum outputs when tested on the pacing system analyzer (psa). The lead was moved for a third time and had good sensing and threshold measurements. The patient's blood pressure began dropping shortly after that. An ultrasound was performed which showed an effusion. The patient stabilized and their blood pressure came back up. The lead was successfully placed with good threshold measurements. The patient had an another echo done after the procedure that showed an effusion due to a perforation of the heart wall, but no pneumothorax. A revision procedure was performed to correct the perforation. The following day the patient's heart rate decreased to approximately 20 beats per minute and rv loss of capture (loc) at maximum outputs was observed. An external pacemaker was placed. Pacing was confirmed from the implanted device, however the patient's rate remained at the external pacemaker rate. The patient underwent another procedure to implant a temporary pacing lead that was attached to the temporary pacing device. Tamponade was the suspected cause and a third revision procedure was planned to correct the tamponade. It was noted that the patient had a sternotomy where fluid was drained and chest tubes were placed. The patient has been checked multiple times since the procedures. It was noted the rv threshold measurements were running high, but are starting to come down. The patient was sent to a rehabilitation facility and recovering. No additional adverse patient effects were reported and the lead remains in service.